Event description:
A customer reported that the device failed to shock with paddles. This incident is being submitted as a serious injury because it occurred during a defibrillation attempt. The customer reported that after the device failed to deliver a shock with internal paddles, the patient¿s heart rhythm returned before the another set of paddles could be retrieved. The customer reported that the patient was not harmed. The customer's biomedical engineer evaluated the device with assistance from a philips call center representative and determined that a faulty patient connector was the cause of the reported problem. No ECG strips or patient event files were available to philips for review. The customer's biomedical engineer replaced the patient connector to resolve the issue. The device remains with the customer.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device failed to shock with paddles. This incident is being submitted as a serious injury because it occurred during a defibrillation attempt.